Event description:
A catheter with the serial number of (B)(4) had multiple breaks and punctures as it was withdrawn from a participant at 2130 hrs on (B)(6) 2012 after the 5 day study. There were no symptoms (such as pain), the participant did not know about the catheter's condition until told, and over the next 7 days of observation, by patient report, there were no symptoms of retained fragments of metal, nor signs.